Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that patient experienced ineffective therapy due to migration of the right lead. Patient did report a slip during movement. As a result, patient underwent surgical intervention wherein, the leads were explanted and replaced with a paddle lead. Effective therapy was restored post operatively.